Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 515 mg/dl, which was treated with manual injection. The customer stated that he had treated for the high blood glucose but it did not seem to be lowering. The customer that it would sometimes take between 2 and 3.5 hours before his blood glucose lowered. The customer's most recent blood glucose was 239 mg/dl. He complained of feeling sick to his stomach, difficulty eating, and inability to keep anything down. He advised that he would switch to a new back-up insulin pmp that he had. The customer reported having high blood glucose while trying 3 different insulin pumps. He stated that he had gotten on the back-up device but still had high blood glucose. He was advised to consult with a doctor regarding a possible need to change his settings.